Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a female patient. Results provided: (B)(6) 2024 sid (B)(6). = 93.82 / 97.36 / 95.28 ng/l, x2 dilution = 111.19 ng/l, x4 dilution = 113.84 ng/l / x10 dilution = 114.96 ng/l / 115.07 ng/l (diagnostic cutoff: 16ng/l). Roche troponin-t result is negative, normal EKG. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, in-house testing, and device history records. Return testing was not completed as returns were not available. Using worldwide field data, a review showed that the median patient results for lot 61119ud00 is within established limits, confirming there was no systemic issue for lot number 61119ud00. Due to a slight increase in complaint activity, accuracy testing was completed for lot 61199ud00 using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating that the lot is performing acceptably. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformance's or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and the complaint investigation, no systemic issue or deficiency for the alinity I stat highly sensitive troponin-I, lot number 61119ud00, was identified.

Event description:
The customer reported a falsely elevated alinity I stat highly sensitive troponin-I result on a female patient. Results provided: on (B)(6) 2024 sid (B)(6) = 93.82 / 97.36 / 95.28 ng/l, x2 dilution = 111.19 ng/l, x4 dilution = 113.84 ng/l / x10 dilution = 114.96 ng/l / 115.07 ng/l (diagnostic cutoff: 16ng/l). Roche troponin-t result is negative, normal EKG. No impact to patient management was reported.